Manufacturer narrative:
Device received alarming a32 followed by an e22 alarm, problem isolated to mother board. Unable to perform operating currents, self test, a21 error test and displacement test due to a32 and e22 alarm. No frozen screen or button keypad anomaly noted. No damage/unlocked j2/lcd keypad connector during visual inspection noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had multiple insulin pump error alarm and keypad anomaly. Customer was not able to successfully clear the alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.